Manufacturer narrative:
The insulin pump was received with a critical error open book error and pump error 35 found in the formatted history file due to corroded electronic assembly. The insulin pump failed leak test, leaked at the back side of the case on the battery tube area. Also, the motor assembly was found with corrosion traces. The insulin pump had cracked case on the back at the battery tube area, cracked battery tube threads, minor scratched lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is cracked and there is moisture inside of the pump. The customer's blood glucose reading was 162 mg/dl at the time of incident. Troubleshooting found that the pump continuously vibrates and alarmed critical error. The customer was also advised that the device would be replaced and to return the product for analysis.